Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 26 atms when inflated for 3 seconds on the first attempt to predilate. The lesion being treated was located in the moderately tortuous and 90% stenotic with hard calcification left anterior descending artery (lad). The ruptured balloon was removed intact. The procedure was successfully completed with another quantum maverick balloon and a stent was deployed. Pt status is listed as "good".